Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered access site bleeding. Night shift nurse said groins were oozy all night and had to hold pressure. Groins were stable the following morning. Systemic heparin switched to heparin in purge. Additionally, after transferring patient from ems gurney to ICU bed, they began having suction events requiring reduction of p level to p4. Echo showed impella inlet was 3.4 cm from aortic valve annulus with pigtail caught in mitral valve. Physician attempted to rotate the impella without success. Also, team started empiric antibiotics for presumed sepsis. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
D3 added manufacturer fax number as it was omitted from the initial report that was submitted. E.1 added zip code extension as it was omitted from the initial report that was submitted. G4 added PMA/510(k) as it was omitted from the initial report that was submitted. H.6 added code b13 as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned. Major bleed: the patient's groin was oozing and was resolved with manual pressure. The cause of the bleed was not determined due to insufficient clinical details. Sepsis: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Positioning issue: after transferring the patient to the intensive care unit bed, the impella inlet was 3.4 centimeters from the aortic valve annulus with pigtail caught in the mitral valve. The cause of the positioning issue was determined to be an unintentional use error as the pump was most likely pulled out of position by the user during the transfer of patient. Device history review: the device passed all the post sterile inspection checks.